Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument had an inadequate clamp issue, the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a clamping issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and failure analysis found the primary finding of missing grip pin to be related to the customer reported complaint. During visual inspection, the instrument was found to have a missing grip pin. The grip pin was not returned with the instrument. The complaint regarding the missing grip pin was confirmed by failure analysis.